Manufacturer narrative:
A partial lead with the connector pin measuring 11.9cm was returned for analysis. External insulation abrasion was noted at 3.0-3.7cm from the connector pin, consistent with lead friction to the device can. The etfe coating was intact at this location. External insulation abrasion was noted at 7.8-8.1cm, 5.6-6.2cm, and 4.7-5.2cm from the connector pin, consistent with lead friction to the device can. The outer coil was exposed at these locations, consistent with the field observation of noise.

Manufacturer narrative:
(B)(4).

Event description:
It was reported interrogation revealed an asymptomatic patient received a vibratory alert for a ventricular fibrillation episode due to lead noise. Nonsustained right ventricular oversensing episodes were also noted on the ventricular channel. The lead was capped and replaced due to lead fracture. The patient condition is well. The patient will continue to be monitored.